Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h10, additional mfg narrative of the supplemental medwatch (001) report indicates stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined. Section h10, additional mfg narrative of the supplemental medwatch (001) report should indicate a third party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.